Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Sufficient product identifiers were not provided and could not be determined at this time. However, all device history records (DHR) are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review of the complaints reported against the product under investigation cannot be performed at this time as sufficient product identifiers were not provided. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending and take further action as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during the sculpt phase of a cataract with intraocular lens implantation surgery, an advisory message about irrigation was displayed on the ophthalmic system. After the message appeared, there was no irrigation or fluidics. Changing the ophthalmic handpiece and the phacoemulsification tip did not resolve the issue. After some time, an error message advising a system shutdown was shown. The surgery was successfully completed after shutting down the system, replacing the defective cassette with a new one and repriming. There was no patient impact. This complaint is pertaining the ophthalmic handpiece.